Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 29-millimeter (mm) transcatheter bioprosthetic valve (unknown) with this delivery catheter system (dcs), the valve was properly loaded onto the dcs. The valve was deployed, and the position of the valve was identified as too deep. The valve was recaptured and during recapture, the tabs of the deployment knob separated. The system was able to be removed without any injury. The valve was then removed from the dcs. The valve was loaded onto another dcs and implanted without any further issues. No adverse patient effects were reported.